Manufacturer narrative:
(B)(4). If the sample or additional details become available, a follow report will be submitted.

Event description:
A customer contacted baxter?s technical service center regarding a leak in the supplies that occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted the home patient remove the cassette and advised to start over with new supplies. The home patient stated they noticed a leak in the cassette. The cause was undetermined. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.